Event description:
Surgeon was utilizing the gia stapler when a reload misfired and part of the reload popped out of place. There was no harm to patient as this occurred prior to being in the patient.

Manufacturer narrative:
The following elements have blank data: unique device identifier (UDI): for type of device: staple, implantable.

Event description:
Surgeon was utilizing the gia stapler when a reload misfired and part of the reload popped out of place. There was no harm to patient as this occurred prior to being in the patient.